Event description:
A surgeon reports that knives are not consistently sharp resulting in the use of increased force to get the point of the knife to puncture the cornea. The surgeon feels this increased force could potentially contribute to a rush of movement which he considers inappropriate and dangerous. No pt impact/injury is associated with this report.